Manufacturer narrative:
Our post market quality assurance laboratory found that the device paced and sensed normally, communicated appropriately with the programmer and passed all manual electrical measurements. Based in this, our analysis concluded that this device exhibited normal function during testing.

Event description:
Boston scientific received information that this device, which had been implanted for two and a half years, had an estimated longevity of two and a half years remaining, but the gas gauge was still at beginning of life. The device was programmed to vdd mode, 60-130 ppm, 3.5v at 0.5 ms. The impedance was 400 ohms and the device was ventricular pacing 100%. There were daily measurements present and no significant change had been made to the programming. Technical services indicated that this device has an estimated longevity of almost six years.